Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 165 mg/dl at the time of incident. The customer ran fixed prime. The customer stated that the insulin did not exit and the insulin pump did alarm no delivery. The customer was advised to assemble new reservoir with the current infusion set. The customer performed plunger push. The reservoir will be returned for analysis.